Event description:
It was reported that t:slim x2 pump battery would not charge, even when caller used tandem charging cable and wall adapter and there was no power source alert in pump history. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to plug wall adapter into outlet known to work and leave it connected for at least 30 minutes to see if pump would begin charging, and technical support planned to follow up. Reportedly, the pump successfully began charging using original supplies after leaving the pump plugged into the power source.